Event description:
The pacemaker was explanted after an implantation period of 13 days because of "non-function". The x-ray image showed a normal probe position. Prior to explantation the device's program was interrogated. The device was set to "vvi", unipolar and standard pacing parameters. The battery/lead telemetry showed that the battery parameters met specifications. The lead impedance was measured with greater than 3200 ohms. The attached electrocardiogram showed no pacemaker stimuli.